Event description:
Medtronic dct trach tube shiley size 8 inserted in resident's trachea was found broken and had to be replaced on (B)(6) 2019. Respiratory therapist replaced it with the assistance of nurse. The serial number of the broken trach was (B)(4). FDA safety report ID# (B)(4).

Event description:
Add'l info received from reporter on 01/22/2020 for mw5092385. Medtronic dct trach tube shiley size 8 broke while inserted in trachea. Respiratory therapist was able to retrieve broken tube from resident's trachea, and replaced it with a new one. Trach tube was initially inserted on (B)(6) 2019. Broken trach serial # (B)(4).